Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was not open. A field service engineer found that the main half height drawer 2 slide rails had an issue it was too stiff and rails adjustment, but the issue didn¿t resolve. Re-positioned drawer 12 with drawer 2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000, the drawer was not opened. The customer stated that this malfunction was caused when the user tried to dispense the medications to the patient. However, there were no adverse events or injuries reported due to this event.